Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue.

Manufacturer narrative:
The manufacturer received information alleging a ventilator inoperative condition occurred. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's system board needs to be replaced to address the issue. The product investigation laboratory investigated the sd card, front panel pca, and system board received for investigation. During the investigation, we confirmed the complaint of sd card failure. The system board appears to have no problems found (npf), passing all tests. The front panel pca appears to work as designed; no problem was found, passing all tests. The micron sd card s/n (B)(6) that was sent appears to be faulty or damaged, causing an sd fault in the complaint. The system board appears to accept and read a known-good sd card without issue.